Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing inadequate pain relief and frequent ipg charging. High impedance was also noted. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.